Manufacturer narrative:
(B)(4). The device is expected to be returned for laboratory analysis. Upon return and completion of analysis, this report will be updated.

Event description:
Additional information was received that fine-noise was being oversensed and undersensed. Impedances have ranged between 200-350 ohms (lowest value at 208 ohms). It appeared the device was undersensing a premature ventricular contraction. The patient had a 10 beat run of ventricular tachycardia that was true and a 3 beat run of noise. The patient presented with nausea and lightheadedness. The physician suspected a lead insulation problem due to the patient twiddling the device in the pocket. The lead damage was not confirmed via fluoroscopy. The lead was subsequently explanted and replaced. The device was electively explanted during the lead revision. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected due to low shock impedance measurements. The patient has a history of very stable shock impedances, but recently there were 4 significantly lower values (around 4 ohms). However, during the last week all measurements have been normal. Boston scientific technical services (ts) was contacted and discussed the lower values could have been due to electromagnetic interference (emi) or a possible lead issue. Ts recommended performing isometrics while measuring shock impedances. Given the age of the lead, ts discussed considering a commanded shock at 41 joules to fully assess the ability to deliver energy. All products remain in service at this time. Additional information was requested of the field representative. The field representative confirmed the physician was aware of the low impedance and has elected to monitor the patient at this time. The physician may bring the patient in for a commanded shock to test the system, but this has not been scheduled.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory did confirm low shock impedances while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.